Manufacturer narrative:
The investigation was completed by our experts. The concerned unit was inspected by siemens local service engineer. The on-site service intervention showed a defect of the emergency stop function on the table control module (tcm). The tcm was replaced as part of service activity, returning the machine back to specifications. For safety reasons systems movements are blocked if the unit detects a defect of the emergency stop function. The detailed investigation of the replaced part revealed that one of the two channels of the tcm's emergency stop was defective. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis icono biplane system. While preparing a patient for an emergency procedure, the user noticed an error message "emergency stop defect" displayed and no stand movement was available. The patient was still on the patient bed and was moved to an alternate system to proceed with the procedure. We have no indications of any adverse effects on the health status of the involved persons.